Event description:
Meter was reading inaccurately. The pt reported two results of 521 and 44 mg/dl taken within 10 minutes. Pt reported feeling shaky at the time of testing. Pt contacted pt's physician for advice and the advice was to eat something and retest. The pt had some orange juice and a peanut butter sandwich. Pt tested on pt's family member's meter and the result was 132 mg/dl. The pt did not seek any medical atention. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt did not have any control solution to test. Based on the info provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent.